Event description:
The facility reported that the caregiver began drying the resident after completing a bath. The resident's left shoulder may have been lifted to dry her. While drying off the resident, the caregiver heard a "pop" noise. Attempting to locate the source of this sound, the caregiver quickly glanced around the room and then returned her focus to the resident on the trolley to notice that she was falling off the far side (patient right side) of the trolley. The caregiver was unable to grab hold of the resident before she completely fell off the stretcher. The trolley was situated approximately one foot away from the wall with the brakes applied. Because of this, the resident slid between the wall and the edge of the stretcher assembly, until passing the profile of the stretcher, where she then fell completely to the floor. The caregivers were able to get the resident back on to the shower trolley when it was noticed that the foot end of the patient right side rail had broken off and the "catch" on the head end of the rail had detached, no longer catching on to the stretcher or providing any right side support. The rail was still partially connected to the trolley and supported by one of the nurses as they used the trolley to return the resident to her room. The resident was taken to the ER. The resident sustained a facial laceration on her chin. Steri-strips were used to close the facial laceration. The resident also stayed overnight at the hospital to control bleeding.